Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the left side device is affected. The change in the user's hearing performance could not be more accurately described due to being bilaterally implanted. It is unknown if a trauma occurred.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the left side device is affected. The change in the user's hearing performance could not be more accurately described due to being bilaterally implanted. It is unclear if a trauma has occurred, however there was no redness over the implant site. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Event description:
The user's hearing performance with the left side device is affected. The change in the user's hearing performance could not be more accurately described due to being bilaterally implanted. It is unclear if a trauma has occurred, however there was no redness over the implant site. The recipient was re-implanted.